Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #** ca reported ** if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead there were positioning difficulties and the physician reported softness of the lead tip and lack of distal support. It was noted each time the lead was fixed the impedance was relatively high and there was no capture. It was also reported with each stimulation attempt the previously implanted temporary pacemaker was inhibited. It was speculated there was a short circuit and a current leakage. The lead was removed and replaced. No patient complications have been reported as a result of this event.